Manufacturer narrative:
(B)(4). Title improved outcome in laparoscopic splenectomy in children with benign hematological disease after standardization of techniques source journal of pediatric endoscopic surgery, date of publication: 11 july 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2003 and december 2017, superior outcomes including lower complication rates and shorter hospital stay were observed after standardization of laparoscopic splenectomy procedures for 23 children with benign hematological disease who required splenectomy. Group 1 (before standardization 2003-2010) included 14 patients, and group 2 (after standardization 2011-2017) included 9. All patients underwent laparoscopic splenectomy and the splenic pedicles were divided by bipolar sealing device. In group 1, splenectomy could be performed by single port or multiple ports approach, and the splenic pedicles could be divided by endovascular stapler. It was reported the overall complication rate was statistically higher in group 1 where, one patient required conversion to open approach because of bleeding. Also, in group 1, two patients had a drop in hemoglobin post-operatively.